Manufacturer narrative:
International distributor performs own repairs; parts requested for return. Printed circuit board (pcb), solenoid. Intl customer.

Event description:
The international distributor reported the ventilator went vent inop and alarmed due to an exhalation autozero failure. The device was not in use on a patient, therefore, there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor replaced the main pcb board and three station solenoid to correct the finding.